Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced difficulty disconnecting two connected devices. The following information was provided by the initial reporter: staff have been having issues with a particular IV tubing used for tpn administrations. We¿ve had several instances where the nurses have been very creative in trying to unhook the tubing using clamp forceps to carefully unscrew the PICC line and the luer lock. IV tubing lot number: (10)20016234.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced difficulty disconnecting two connected devices. The following information was provided by the initial reporter: staff have been having issues with a particular IV tubing used for tpn administrations. We¿ve had several instances where the nurses have been very creative in trying to unhook the tubing using clamp forceps to carefully unscrew the PICC line and the luer lock. IV tubing lot number: (10)20016234.

Manufacturer narrative:
H.6 investigation summary: a device history record review for model 10010454 lot number 20016234 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 14jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the evaluation of the photo, the presence of the broken male luer in the PICC line indicates that there was difficulty to disconnect, confirming the customer's report; however, since a sample was not received a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: three photos were provided in the source email to represent the reported issue of disconnection difficulty experienced by the customer. Two complaints were generated and both will reference the photos. The photos were able to verify the incident. A root cause was not determined due to no sample received. Root cause description: based on the investigation, a disconnection between the tubing and the PICC could be observed in the photos; however, since a sample was not received a root cause could not be determined.